Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'improper shut off' which was reproduced through troubleshooting of the device. A review of the event history log identified the presence of multiple 'improper shutdown!' Messages. The cause was determined to be a corroded rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an improper shut off during testing at the biomed service department. There was no patient involvement. No additional information is available.